Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a non-medtronic sentinel cerebral protection device was placed in the innominate artery and left common carotid artery via the right radial artery. Following implant of the valve, during removal of the non-medtronic sentinel cerebral protection device, resistance was noted. It was noted that the cerebral protection device and non-medtronic wire had interacted with the outflow of the valve and dislodged the valve into the ascending aorta. A snare was used to hold the valve in place while attempting to implant a second valve. It was noted that the aorta was horizontal and that the ascending aorta was dilated, approximately 4cm, which was pre-existing. The second valve was unable to be advanced through the first valve due to the patient¿s anatomy. An aortic dissection was noted and was determined to be caused by the first valve during the attempt to implant the second valve. Subsequently, the patient was placed on cardiopulmonary bypass to repair the aortic dissection, replace the aortic valve, and perform a bentall procedure; however, the patient died during the surgery. Per the physician, the cause of death was aortic dissection and complications related to surgery.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a pop-out/dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, user technique, and others. Dislodge events are typically not related to a device malfunction. The device instructions for use (IFU) warns against the use of a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Dissection post implant of a transcatheter valve is listed in the device IFU as a potential adverse effect and can occur during any percutaneous intervention. Although no images or data were provided to address the root cause of the dissection, it is possible that during the use of the snare, valve-frame motion might have been induced and caused the reported dissection. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve (tav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. A direct correlation could not be made between the observed adverse events and the medtronic product. If information is provided in the future, a supplemental report will be issued.